Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly rebooting by itself was confirmed. Ventec replaced the control board and internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board and ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device would unexpectedly reboot itself. There was no patient involvement.